Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The patient requested that the ipg be relocated to a lower and deeper position. The patient is reportedly doing well following the procedure.